Event description:
It has been reported to philips that the allura system would not emit x-ray. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the event occurred during a cardiac angiogram procedure which resulted in delay for 15 minutes and the procedure was completed by using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray was not possible. Analysis of the log file confirmed that the generator has no communication with host pc. During troubleshooting, the fse found that the cube was defective. The fse replaced the cube and did tube adaptation. After replacement of the cube, the system was returned to use in good working order. The codes were updated based on the investigation outcome.